Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm alarm due to erased history file. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus or basal delivery, and the insulin pump's alarm history also indicated that the device alarmed motor position encoder error as well. The customer's blood glucose was 176 mg/dl. The customer was able to complete the rewind sequence. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis. The customer was advised to return the insulin pump with the battery and to zero out the basal rates.